Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) cooling fan on bottom left side is making more noise under the keyboard. Patient involved and no harm is reported.